Event description:
It was reported that the patient underwent an unspecified posterior lumber and/or thoracic spinal surgery using rhbmp-2/acs. 225 days post-op, the patient was seen for evaluation of a mass/lump in the right breast. Mammogram findings were interpreted as follows: "there are areas of glandular density consistent with gynecomastia seen in both breasts, right more than left. No suspicious lesions are seen in either breast - glandular tissue is noted in the retroareolar region. No solid or cystic lesions are seen'' changes in both breasts are consistent with gynecomastia, right greater than left. Patient states the changes in the right breast have become more apparent recently - probably benign finding." No additional information has been provided.

Event description:
It was reported that the patient underwent thoracic interbody fusion and posterior fusion surgery from vertebrae t6 to t10. He was implanted with rhbmp-2/acs.

Manufacturer narrative:
Ossimend, tisseal, actifuse abx, globus 9 x 26mm cages. (B)(4). Review of MRI shows fusion with screws t6-t7-t8-t9-t10. No canal stenosis is seen. Overall alignment of implants is satisfactory. A lumbar MRI shows plif at l3/4, l4/5, l5/s1 in very good position. The pedicle screws at l3, l4, l5, s1 are in very good position without stenosis. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the re ported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Review of imaging studies found as follows: MRI shows fusion with screws t6-t7-t8-t9-t10. No canal stenosis is seen. Overall alignment of implants is satisfactory. Lumbar MRI shows plif at l3/4, l4/5, l5/s1 in very good position. Pedicle screws l3, l4, l5, s1 in very good position without stenosis. CT scan dated (B)(6) 2012 shows instrumentation wtih plif l3-l4-l5-s1 and pl fusion t6-t7-t8-t9-t10. No complications apparent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that: on (B)(6) 2010: the patient presented with the following pre-op diagnoses: thoracic disk herniation. Idiopathic scoliosis of the thoracic spine. Chronic structural back pain. The patient underwent the following procedures: right t9-t10 facetectomy. Right t9-t10 consto-transversectomy. Resection of t9-t10 disk herniation. Interbody fusion t9-t10 utilizing rhbmp-2/acs. Posterior spinal fusion at t6, t7, t8, t9 and t10 bilaterally with correction of scoliosis. Posterior and posterolateral fusion utilizing autograft, allograft, rhbmp-2/acs, actifuse at t6, t7, t8 and t9 bilaterally. Microsurgical diskectomy at t9- t10. No intra-op complications were reported.